Event description:
It was reported the patient's scs system was exhibiting high impedances and therapy was not possible anymore. Upon system diagnostic the impedance on all of the lead contacts were high. Surgical intervention was taken and the physician replaced the lead. Postoperatively, all system impedance were within normal range and stimulation therapy was restored.

Manufacturer narrative:
E1: reporter phone number : (B)(6). The report event of high impedance cannot be conclusively confirmed as received. The octrode lead incomplete, cut into segments, consistent with explant damage. Return stimulation identified a severe damage (twisted) beyond functional testing. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.